Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10. Device evaluation: a visual inspection of the returned nail was conducted and found a crack on the housing tube. Functional testing was performed and the nail was able to be retracted and distracted. X-rays of the internal components showed no damage. The reported failure was unable to be confirmed as the nail functioned as intended. The cause of the observed crack is unable to be definitely determined, however, it may have been caused by patient weight bearing activities. The observed crack did not affect the functionality of the nail.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail stopped working after it was distracted 17mm. The nail was explanted and replaced with a functioning nail.